Event description:
It was reported that the clinic requested review of the pacemaker's battery longevity as elevated power consumption was observed via the remote home monitoring system. Boston scientific technical services (ts) review of device data noted a very slight increase in power consumption. It was further observed that the power consumption has been consistent and slowly gradual. Ts noted that the device is unlikely to declare elective replacement indicator (eri) within 90 days and the battery status could be re-evaluated at that time or they could consider device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic requested review of the pacemaker's battery longevity as elevated power consumption was observed via the remote home monitoring system. Boston scientific technical services (ts) review of device data noted a very slight increase in power consumption. It was further observed that the power consumption has been consistent and slowly gradual. Ts noted that the device is unlikely to declare elective replacement indicator (eri) within 90 days and the battery status could be re-evaluated at that time or they could consider device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that since the patient paces very little, the clinic opted to keep the device implanted and monitor the patient using the remote home monitoring system. They plan to schedule to patient for a follow up in six months and will contact boston scientific technical services (ts) during that time. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the clinic requested review of the pacemaker's battery longevity as elevated power consumption was observed via the remote home monitoring system. Boston scientific technical services (ts) review of device data noted a very slight increase in power consumption. It was further observed that the power consumption has been consistent and slowly gradual. Ts noted that the device is unlikely to declare elective replacement indicator (eri) within 90 days and the battery status could be re-evaluated at that time or they could consider device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that since the patient paces very little, the clinic opted to keep the device implanted and monitor the patient using the remote home monitoring system. Ts was consulted for a new estimated calculation of remaining battery. Ts noted that the device is unlikely to declare elective replacement indicator (eri) within 90 days and the battery status could be re-evaluated at that time or they could consider device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the clinic requested review of the pacemaker's battery longevity as elevated power consumption was observed via the remote home monitoring system. Boston scientific technical services (ts) review of device data noted a very slight increase in power consumption. It was further observed that the power consumption has been consistent and slowly gradual. Ts noted that the device is unlikely to declare elective replacement indicator (eri) within 90 days and the battery status could be re-evaluated at that time or they could consider device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that since the patient paces very little, the clinic opted to keep the device implanted and monitor the patient using the remote home monitoring system. Ts was consulted for a new estimated calculation of remaining battery. Ts noted that the device is unlikely to declare elective replacement indicator (eri) within 90 days and the battery status could be re-evaluated at that time or they could consider device replacement. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.